Event description:
Sales rep reported the tip of the needles broke while inside the pt. The surgeon believes the three tips were removed by flushing, but was not certain as there were no x-rays taken. Sales rep concluded that the surgeon was trapping the needle while closing the jaw, thereby breaking the tip. Surgeon has not had a problem since being shown the devices proper use.

Manufacturer narrative:
Device is not being returned for evaluation. Conclusion: improper use.10/24/08 (dl). Quality indicates the complaint is being entered with an initiation date of 08/07/08. Complaint was entered as a quality responsibility. It is a manual operation to scan returns for potential complaints, and this was inadvertently missed.